Event description:
Reportedly, the ventilator gave a system error message and alarm when caregiver switched operation from ac to battery power and then several seconds later, the ventilator shutdown while in use on a pt. The caregiver immediately switched back to ac power and the ventilator worked normally. Please note that there was no pt injury in this case.